Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to a stored atrial tachy response (atr) episode that appeared to contain minute ventilation (mv) signal oversensing, but was not stored as a signal artifact monitor (sam) event. Further review revealed the noise appeared to be isolated and did not meet sam criteria, and prior remote data uploads confirmed mv was on at that time. There was no evidence of out of range right atrial (ra) lead impedances or artifacts on the right ventricular (rv) lead. The patient was at the hospital at that time and discharged the following day. Further monitoring was recommended. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.